Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that there was right atrial lead displacement. All attempts to obtain additional information from the field were unsuccessful. This ra lead was explanted. No adverse patient effects were reported. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.